Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and stated there does appear to be intermittent capture which is not related to the auto capture (ac) trend feature. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant of this system, loss of capture was observed on the right ventricular (rv) channel which resulted in a decreased heart rate of 40bpm for this pacemaker dependent patient. A review of the telemetry data noted intermittent beats with no capture followed by multiple beats with capture. The caller reported threshold measurements ranging from 0.4v to 1.4v and inquired about the auto capture (ac) threshold test. The physician was concerned and the lead was removed from service and replaced with a competitive lead. No additional adverse patient effects were reported.